Manufacturer narrative:
An image, video, and case study were submitted showing a curved catheter. The results of the investigation are inconclusive since the device was not returned for analysis. The reported event of ¿the catheter appeared ¿curved¿ on the display¿ was confirmed. Based on the information received, the cause of the reported display issue and subsequent delay could not be conclusively determined.

Event description:
Manufacturing ref: 3005334138-2023-00566. During a premature ventricular contractions procedure, while the tactiflex se ablation catheter was in the patient and visualized by the mapping system, the catheter appeared "curved" on the display. This impeded the visibility of the force arrow and the confidence in the catheter location within the heart. The device was replaced with another tactiflex se ablation catheter, but the same issue occurred. The catheter was then switched to a non-irrigated safire catheter for the remainder of the ablation. The procedure was completed with no adverse patient consequences.